Manufacturer narrative:
Results: the pet lock was broken and separated approximately 0.3 cm on the proximal end of the pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and had offset coil winds at its proximal end. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the smart coil was advanced through its introducer sheath with resistance while the pusher assembly mid-joint was advanced through the friction lock. The smart coil was then advanced through a demonstration microcatheter without issue. Further evaluation revealed that the pet lock on the proximal end of the pusher assembly was separated and the embolization coil had offset coil winds. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right gastric artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician introduced the microcatheter into the target location and implanted a smart coil. Next, while attempting to advance another smart coil, it became stuck and would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.